Event description:
The clinical staff reported that they heard AED prompts while in the manual mode and would not allow shock. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). The clinical staff reported that they heard AED prompts while in the manual mode and would not allow shock. There was no impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.